Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that during bench-testing of this smiths medical cadd legacy pump, the pump exhibited lec 1720. No reported adverse effect.

Manufacturer narrative:
One cadd legacy 1 pump was retuned for analysis. A functional check and a visual inspection of the pump was performed. The customer's reported problem was confirmed. The pump was found to be displaying "1720" error code message on power up during the investigation. The cause of the issue is unknown. It's recommend that the back-up capacitor to be replaced.